Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched by the emergency medical services and were hospitalized due to low blood glucose level on (B)(6) 2021 with blood glucose level was 19 mg/dl. Customer experienced symptoms such as seizures. Customer was treated with (B)(6) and intravenous drip glucagon. Customer stated that they were giving a bolus for dinner and it was too much. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of low blood glucose event. The insulin pump and reservoir will not be returned for analysis.